Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 9/24/2014. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported surgical intervention was undertaken(france) on (B)(6) 2014 wherein the patients' scs ipg was explanted and replaced due to premature battery depletion. The issue resolved with the new device.